Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened, and procedure was delayed and was completed as planned. A philips remote service engineer (rse) checked the system and found the system became inoperable in the middle of the case. Onsite support required, philips field service engineer (fse) visited onsite and checked the system and found issue with suite pc. To resolve the issue, fse installed new fdcsib and replaced fdcsib and bib. After replacement of fdcsib and bib, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system became inoperable in the middle of the case. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.